Event description:
It was reported that a spectrum pump had an improper shutdown. This occurred during priming at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported issue was unable to be reproduced. A review of the event history log revealed multiple "improper shutdown!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a non-original equipment manufacturer (OEM) battery gasket. The non-OEM battery gasket requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.